Event description:
Pt was in a wheelchair and wheeled herself up to a set of parallel bars with a threshold. When the wheelchair rolled over the threshold, the wheelchair tipped back resulting in a head injury that required surgery. The event occurred on (B)(6) 2008. A letter dated (B)(6) was rec'd alleging equipment contributed to the injury. Investigation pending. This original report was submitted on (B)(6) 2009 as a voluntary reporting using form FDA 3500 instead of form FDA 3500a. (B)(4).